Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative regarding a patient receiving fentanyl (unknown concentration at 1786.83 mcg/day), bupivacaine (unknown concentration at 16.7 mg/day), and morphine (unknown concentration at 4.56 mg/day) via an implantable infusion pump. It was reported that a motor stall and recovery was seen at initial interrogation of the pump. The patient did not recently have an magnetic resonance imaging done and the cause of the stall was unknown. The caller stated that the pump was replaced on (B)(6) 2018 and would be sent back for analysis. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient called the office, on (B)(6) 2018, to indicate that when they use their bolus, they receive code 8476. The patient was seen in the clinic the same day and the motor stall was confirmed. The patient denied withdrawal symptoms but pain was increasing. The pump log was obtained and a stall occurred at 07:56 on (B)(6) 2018 with recovery the same day at 08:53. The pump was reprogrammed on (B)(6) 2018 to minimum flow rate to prepare for replacement. It was noted the pump was nearing eri. The pump was explanted and replaced on (B)(6) 2018. The device disposition was unknown. It was indicated the event was related to the device or therapy. The patient's weight was 219 lbs. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and per the print report indicated that a motor stall occurred (B)(6) 2018 at 07:54 with a motor stall recovery on (B)(6) 2018 at 08:51. The pump was used to infuse morphine 5.01 mg/ml, bupivacaine 18.7 mg/ml and fentanyl 2000 mcg/ml. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.